Event description:
It is reported by the nurse of the hospital that the bolt became loosen during a surgery procedure. Latching was not possible anymore. The procedure was successfully completed with no adverse consequence to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding disassembly involving a modular capture - distal resection was reported. The event was confirmed. Method and results: device evaluation and results: material analysis indicated no evidence of a line-to-line or interference fit on the cross pin or on the inner diameters of the trigger holes. The lack of interference fit likely resulted in an insufficiently supported joint with the weld alone bearing the majority of the loads exerted on the cross pin. Medical records received and evaluation: no medical records were received for review. Device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. Complaint history review indicated that there has been a previously reported event for the same lot number. Conclusions: the investigation concluded that there was a supplier manufacturing nonconformance as material analysis identified that there was no evidence of a line-to-line or interference fit on the cross pin or on the inner diameters of the trigger holes. Nc pr was issued for the cross pin assembled to the action trigger of the instrument coming loose during surgery.

Event description:
It is reported by the nurse of the hospital that the bolt became loosen during a surgery procedure. Latching was not possible anymore. The procedure was successfully completed with no adverse consequence to the patient.